Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient was in the hospital due to unrelated issues to the lead. It was noted that three consecutive losses of ventricular capture on the surface ECG with pacing spikes were observed. The loss of capture could not be replicated, and noise was reproduced with extensive isometric exercises. Programming change was made; no further intervention was made. Patient will continue to be monitored closely.